Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest reported blood glucose of 524 mg/dl and prolonged elevations above 180 mg/dl, in the context of a bent infusion set cannula and an alert 38 indicating consecutive stalled motor that occurred earlier in the day. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed that replacing the infusion set resolved the hyperglycemia, with glucose decreasing to 372 mg/dl and continued downward trend, and the alert did not recur. It was concluded that the event was consistent with interrupted insulin delivery due to a bent cannula, with successful resolution after infusion set replacement.